Event description:
It was reported that malfunction alarm 9 occurred and caller was unable to continue troubleshooting at time of call. There was no reported adverse impact to the customer. Caller declined troubleshooting for issues.